Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noticed that the saw capture did not connect to the cutting block during set-up for the case. This instrument was not used during the procedure, there was no effect to the outcome of the case.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: examination of the returned device does not confirm the reported event, but does find device breakage. The investigation did not establish that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.